Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, explanted: product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 19-nov-2023, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 04-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). Patient reported to manufacturer representative (rep) that they had increased pain on the right side. The patient describes as intense electric pain. The patient reported that their healthcare provider (hcp) showed them on MRI that the leads migrated. It was unknown whether surgical intervention was planned.